Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery out limit alarm or failed battery test alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted. The insulin pump was returned without the original battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low readings, loose drive support cap and battery out limit alarm. Customer's current blood glucose was 169 mg/dl. The customer treated for the low reading with coke. The customer had symptoms such as abdominal pain. Troubleshooting was performed and the drive support cap appeared loose. The insulin pump will be returned for analysis.